Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. A DHR could not be performed since no lot number was provided. The instructions for use were found adequate and state the following: indications for use: wound drains are used to remove exudates from wound sites. A. Drain placement. 1. Place wound drain(s) within critical fluid collection areas. 2. Draw non-perforated section of wound drain through skin until flat portion of drain is seated appropriately or drain indicator mark appears at the skin surface. 3. Attach non-perforated section of drain either to davol y-connector or directly to evacuator inlet port. Note: (1) since the 1/8 silicone round drain cannot connect directly to the evacuator inlet port, bd davol #0070780 y-connector must be used to connect to evacuator. (2) when using two drains, the bd davol #0070790 y-connector must also be used with 3/16, 1/4 silicone round drains and 7, 10 and 12.7 mm silicone flat drains. 4. With two silicone drains; cut off plug from closed arm of y-connector. Attach both drains to y-connector and then attach y-connector to inlet port. Caution: do not puncture or perforate drain. B. To establish suction in evacuator. 1. Open capped port. 2. Squeeze evacuator. 3. Close empty port. Orient plug strap so that plug tab does not contact inlet port. C. To empty container. 1. Open capped port over collection basin. 2. Squeeze evacuator to empty. D. To re-establish suction 1. Repeat step b above. E. To read fluid volume. 1. Open capped port to release vacuum. 2. Read and record approximate volume. 3. Empty and reactivate evacuator. Important: a. Check for fluid entering closed wound suction evacuator. Lack of flow may indicate all exudate has been removed. Check all connections for air leaks and wound tube perforations for exposure above skin. B. Several activations of the closed wound suction evacuator may be required to establish suction because of: air entering partially closed wound. An operative air pocket. C. The attached strap may be used to secure the evacuator to the patient. Precautions: 1. Avoid suturing through the drains to minimize the possibility of breakage. 2. Drains should lie flat and in line with the skin exit path. 3. Particular care should be taken to avoid any obstacles to the drain exit path. 4. Drains should be checked for free motion during closure to minimize the possibility of breakage during/after removal. 5. Drain removal should be done gently by hand. Drains should not be handled with pointed, toothed or blunt instruments which could cause cuts or nicks and lead to subsequent structural failure of the drain. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient has a bulb (jp) drain that came disconnected from the tubing. Drain was cleaned and placed back together by floor nurses. The tube was placed inside the bulb connection as it could not fit over the connection. The tube was taped at the connection to the bulb. This was a davol drain. Could not determine the exact product code. Sample saved for vendor confirmation. The drain was placed during a spinal surgery. There was no serious harm reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient has a bulb (jp) drain that came disconnected from the tubing. Drain was cleaned and placed back together by floor nurses. The tube was placed inside the bulb connection as it could not fit over the connection. The tube was taped at the connection to the bulb. This was a davol drain. Could not determine the exact product code. Sample saved for vendor confirmation. The drain was placed during a spinal surgery. There was no serious harm reported.